Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Based on the photo provided with the complaint report we can confirm a portion of the core wire is exposed. The length of exposed wire is unknown from the picture shown. It cannot be determined if part of the coating is missing from the photo. A product-specific discrepancy that could have caused or contributed to this observation was not observed during the analysis of the photo. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tracer metro wire guide are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that thi slot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook tracer metro direct wire guide. Par to the tip coating shredded with the use of a cook minitome precurved double lumen sphincterotome (mt-25m). The coating was not retrieved and left inside the pancreatic duct. No further actions were performed. The physician's are certain that the coating will drain out of the duct with pancreatic juices. Other than the coating left inside the patient to pass naturally, a section of the device did not remain inside the patient's body. The patient idd not require any additional procedures due to thi occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.